Event description:
It was reported that the inner bags had a fold inside the cassette and they were having trouble getting the air out of the bag when filling the cassette. Also another pump started beeping and saying, "non disposable pump tubing." There were small air bubbles in the line. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No other analysis was performed. DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08023 is no longer considered reportable, please disregard any MDR reports associated with

Event description:
It was reported that the inner bags had a fold inside the cassette and they were having trouble getting the air out of the bag when filling the cassette. Also another pump started beeping and saying, "non disposable pump tubing." There were small air bubbles in the line. No patient injury was reported.